Event description:
A report was received through distributor, with a copy of an internal adverse incident report on the hospital's form. The competent authority has requested investigation into the potential product problem. On completion of a suction procedure, it was noted that there was a build up of air within the suction catheter plastic cover. The effect of this air build up was that the patient desaturated to 79 percent oxygen. Information following the incident stated that the patient was disconnected from the ventilator circuit and placed on a bag circuit to be ventilated and saturation spontaneously corrected to greater than 95 percent. The in-line suction circuit was disconnected and removed from the ventilator circuit. The ventilation circuit was then reconnected to the endotracheal tube directly. The patient ventilated as prescribed with no further desaturations noted.